Manufacturer narrative:
Date of report received: 07 jun 2019. MFR received date: 26 may 2019. Touch screen user interface (ui) assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the ui assembly revealed a single thin shallow scratch and minor surface smudging/residue. The ui assembly was installed in the fi test ventilator. Operational tests were performed and the ventilator powered up from ac and delivered breaths. No errors generated at post. The ventilator was unable to power down by using the touchscreen buttons. It was found the calibration was off which made not possible to touch the on screen buttons. The touchscreen was installed in a known good ventilator and touchscreen calibration was performed. Unit was booted in normal mode and all buttons on screen corners and main display area were touched and they responded successfully. Calibration and touchscreen button test were performed again after being removed, cleaned, and reinstalled in the test ventilator. No failures were noted, unit boots normal, and all on screen buttons functioned as intended from touch. Pin to pin resistance was tested at the connector and passed. The ventilator operated for 2 hours without failures. Touch screen buttons were tested again and all buttons responded. No drift in calibration was detected. The root cause for the reported issue could not be determined due to returned part operated as intended after calibration and no fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/05/2019. Manufacturer's field service engineer (fse) evaluated the unit and attempted to calibrate the touch screen. Fse found touch screen could not be calibrated. Fse verified the reported issue. Fse replaced the touch screen to resolve the reported issue. Unit was tested and passed all testing. Unit was returned to service.

Event description:
Customer reported that the unit had touch screen failure. The customer reported there was no patient involvement. Event date not specified; estimate used.